Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Attachment: article titled, elevated mitral valve pressure gradient after mitraclip implantation deteriorates long-term outcome in patients with severe mitral regurgitation and severe heart failure.

Event description:
This is filed to report the surgical mitral valve replacement, implantation of a left ventricular assist device, redo procedure, heart transplant, mitral stenosis and recurrent/worsen mitral regurgitation. It was reported through a research article identifying mitraclips that may be related to surgical mitral valve replacement, implantation of a left ventricular assist device, redo procedure during follow-up, heart transplant, mitral stenosis and recurrent/worsen mitral regurgitation post mitraclip procedures, specific patient information is documented as unknown. Details are listed in the attached article titled, elevated mitral valve pressure gradient after mitraclip implantation deteriorates long-term outcome in patients with severe mitral regurgitation and severe heart failure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The UDI is unknown because the part number was not provided. The device was not returned for analysis. A review of the lot history record could not be performed as lot number was not provided. Based on the information reviewed, a conclusive cause for patient effects is unknown. The reported patient effects of mitral regurgitation, mitral stenosis, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.